Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 006 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank screen. The pump information was unable to be downloaded, and the black box was unable to be investigated due to the blank screen. The keypad buttons, display, rewind/load/prime steps, and 24 hour testing were unable to be performed. The complaint of a call service alarm was unable to be investigated due to the blank display.